Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was an issue with the scale markings on a bd emerald¿ 5ml syringe. The scale markings were reported to graduate every 0.2 ml instead of the intended 0.5 ml. There was no report of injury or medical intervention.

Manufacturer narrative:
Sample evaluation: we have been provided with the affected sample. No defect was observed in this provided sample. We could not confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (february 6 - 8th, 2015). Syringes were assembled in machine (B)(4), in lot #5023297 (january 27 - 30th, 2015), and in lot #5030428 (february 5 - 9th, 2015). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #5023276, #5029132, #5015087, and #5009018, and no problems, defects or qn related to the reported issue were found. Conclusion: no absolute root cause. The provided sample did not present any defect. We could not confirm the reported issue.